Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via analysis of the log file; however, the reported event of the system controller overheating was not confirmed. A review of the submitted log file contained data spanning 3 days (2mar2022 ¿ 4mar2022 per timestamp). The backup battery fault alarm was active on (B)(6) 2022 at 20:57:51 and (B)(6) 2022 at 10:16:18 due to a failed load test. The backup battery failed the load test due to the loaded voltage being under the acceptable threshold as compared to the unloaded voltage. The alarm did not affect the controller¿s ability to operate the pump at the set speed. The alarm remained active until the controller was shut down at 21:13:20 on (B)(6) 2022. The controller temperature ranged from 23 to 47°c which is within specifications. There were no other notable alarms active in the log file. The returned system controller, serial number (B)(4), was functionally tested and didn't reveal any issues that would have contributed to the reported events. Additional temperature testing was performed on the controller for several hours. A temperature sensors were placed on the lcd of the controller and the back battery cover; the temperature of the controller did not exceed 28 degrees celsius. The controller was connected to a mock loop and was found to support pump function for an extended period of time. The backup battery fault alarms and overheating were unable to be reproduced throughout all testing, and a root cause for the reported events were not conclusively determined through this analysis. Incidental finding: wire fatigue device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿¿¿alarms and troubleshooting¿ covers all alarms (visual and audible), including the backup battery fault alarms, and the actions to take if the alarm cannot be resolved. These sections also describe the subset of alarms that are designed to display on the user interface screen of the system controller. Heartmate 3 instructions for use section 2 ¿ "system operations" explains how to replace the system controller and how to replace the system controller backup battery. Section 5 ¿ ¿surgical procedures¿ also explains how to install the backup battery in the system controller. Heartmate 3 instructions for use section 2 ¿ ¿system operations¿ and heartmate 3 patient handbook section 2 ¿ ¿how your heart pump works¿ urges the user to not place the system controller on bare skin for an extended time. The system controller surface temperature can become uncomfortably warm, especially when the room temperature is above 104°f (40°c). Heartmate 3 instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced backup battery fault alarms and an overheating controller. The controller was exchanged. The backup battery alarms resolved after the controller exchange.